Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, one minute after the start of using the product, air did not enter the cuff. It was indicated that recannulation of a replacement tube was required/performed.